Event description:
It was reported that patient underwent total hip arthroplasty in 2004. Subsequently, patient was revised in 2009 because of reaction to metal debris. During revision procedure, extensive soft tissue damage and osteolysis were noted. The acetabular cup and modular head were removed, and replaced with a shell and polyethylene liner component.

Event description:
It was reported that patient underwent total hip arthroplasty in 2004. Subsequently, patient was revised in 2009 because of reaction to metal debris. During revision procedure, extensive soft tissue damage and osteolysis were noted. The acetabular cup and modular head were removed and replaced with a shell and polyethylene liner component.

Event description:
It was reported that patient underwent total hip arthroplasty in 2004. Subsequently, patient was revised in 2009 because of reaction to metal debris. During revision procedure, exensive soft tissue damage and osteolysis were noted. The acetabular cup and modular head were removed and replaced with a shell and polyethylene liner component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Other - evaluation of returned device was inconclusive.

Manufacturer narrative:
Further evaluation of the returned device noted that one anti-rotation fin of the acetabular cup fractured, apparently due to a bending overload. Unable to determine when this fracture occurred: prior to or during insertion, during service, during removal of the device or from subsequent handling of the device. An adjacent anti-rotation fin was observed to be bent in the opposite direction, but not fractured. A deformed region was observed on the rim of the cup with a line of wear extending across the flange in this location. These findings are consistent with subluxation of the joint. The bearing surface of the component exhibited wear apparently due to a third body abrasive trapped in the clearance. Possible sources of third body abrasive could not be determined with certainty, but might include debris generated by subluxation of the joint (either wear debris from the stem taper resulting from neck impingement or debris resulting from bony impingement) or fretting corrosion debris from the morse taper. This report filed september 1, 2009.

Manufacturer narrative:
User facility filed report after receiving a faxed letter from biomet on june 4, 2009 with event details. This follow-up is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event.